Event description:
It was reported that during use with a bd vacutainer® eclipse¿ blood collection needle foreign matter was discovered on cannula. The following information was provided by the initial reporter, translated from chinese to english: when using the eclipse, it found that it has fm on cannula.

Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 2 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® eclipse¿ blood collection needle foreign matter was discovered on cannula. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the eclipse, it found that it has fm on cannula.